Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), device dislocation ("migration") and device breakage ("device breakage") in a 27-year-old female patient who had essure (batch no. A20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 21 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain and device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent diagnostic laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the device dislocation, device breakage and menstrual disorder outcome was unknown. The reporter considered device breakage, device dislocation, dysmenorrhoea, menstrual disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 24-apr-2018: pfs+mr received, lot number received, events added as follows: device breakage, dysmenorrhea (cramping). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/fractured implant"), device dislocation ("migration") and pelvic pain ("severe pelvic pain/pain") in a 27-year-old female patient who had essure (batch no. A20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". Concomitant products included ibuprofen (motrin) from april 2012 to october 2016. On (B)(6), 2012, the patient had essure inserted. In (B)(6), 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6), 2012, 21 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy(bilateral removal of fallopian tubes)), surgery (underwent diagnostic laparoscopy with bilateral salpingectomy). Essure was removed on 26-oct-2012. At the time of the report, the device breakage, device dislocation, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, menstrual disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6), 2018: plaintiff fact sheet received: events depression and mental anguish were added. Concomitant drug was added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/fractured implant"), device dislocation ("migration") and pelvic pain ("severe pelvic pain/pain") in a 27-year-old female patient who had essure (batch no. A20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". Concomitant products included ibuprofen (motrin) from april 2012 to october 2016. On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2012, 21 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy(bilateral removal of fallopian tubes)), surgery (underwent diagnostic laparoscopy with bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, device dislocation, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent diagnostic laparoscopy with bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.